Event description:
Pt surgery due to aching left knee. Surgery found severe patellar button wear with wear all the way across the central aspect and going to the medial and lateral flanges of the patella. Several fragments of free polyethylene floating along the tibial component bone interface. Tibial component was loose.